Event description:
It was reported that, "while tightening the bolt with torque limiting wrench. The bolt snapped resulting in explanting conical stem and cone body."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.